Manufacturer narrative:
Unit passed leak test. Unit received with all buttons responding properly. No display ramping on its own anomaly noted. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed selftest and displacement test. Unit received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons are not responding very well. The customer states the buttons are slow in responding. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.